Event description:
A customer contacted beckman coulter inc., (bec) and reported a leak at the white blood cell (wbc) bath of the coulter act diff analyzer during system startup. The volume of the leak was approximately 5ml and was not contained within the instrument. The material safety data sheet (msds) was not reviewed. The lab's exposure control/risk management plans are in place. The customer was wearing personal protective equipment (ppe) consisting of gloves and a gown at the time of the event. No one came in contact with the fluid. Medical attention was not sought. There was no death, injury or change to patient treatment.

Manufacturer narrative:
Per labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. A beckman coulter field service engineer (fse) was dispatched to the customer site. The fse found that the baths of the instrument were not draining and were overflowing. The fse found that pinch valve lv14 was not working. The fse replaced the pinch valve and the leak was repaired. The repairs were verified per established procedures. The cause of the leak was that pinch valve lv14 was not working. (B)(4).